Event description:
Surgical team noticed that the arthrex pump developed a loud cycling noise and that the pump sounded like it was running faster than the programed pressure of 80. The circulator assessed the pump, pump tubing and the surgeon asked the circulator to reduce the pressure to 50. The circulator completed the reduction of the pressure to 50 and the surgical team noted that the unit continued to sound like it was cycling faster than the set pressure. The unit was turned off by the circulator, repositioned the pump tubing in the unit for problem solving, the unit was turned on set pressure to 50. The unit cycled properly without the fast noise previously heard by the surgical team. The surgery was completed without further incident. Dressing was applied by the surgeon. The drapes and accufex leg holder were removed and the surgical team noted that the right leg/thigh and right lower abdominal quadrant was swollen with discoloration on right upper thigh, deep red. The doppler was brought into the room and pedal pulses were assessed, present. Pt awakened, following commands and movement of right leg assessed with good movement in both legs.